Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Currently, the data is poor and the device has not been sent back/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
(B)(4). Summarizing translation of user's narrative: upon puncture sprotte needle hit bone, navigated heavy, removed with stylet, needle tip got lost, surgical intervention to retrieve fragment.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Based on risk assessment and clinical evaluation, file is considered as closed.

Event description:
Internal report number: (B)(4). Summarizing translation of user's narrative: upon puncture sprotte needle hit bone, navigated heavy, removed with stylet, needle tip got lost, surgical intervention to retrieve fragment.